Manufacturer narrative:
Age at time of event: under 18 years. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05864. It was reported that catheter removal difficulty occurred. After a non-bsc guide wire crossed the lesion, a 10.0 x 20 x 135cm mustang¿ balloon catheter was advanced for dilatation, however, the device was very difficult to advanced into the guide wire. The physician removed the device from the wire, rewrap the wire then re-introduced the device. The balloon was advanced near the lesion and would not go any further and also the device would not back off the wire either. Subsequently, the device was removed under negative and neutral pressure through the original sheath with the wire still through the lumen. A second attempt was made with a 035 non-bsc guide wire crossed the lesion and another 10.0 x 20 x 135cm mustang¿ balloon catheter was advanced. However, the second balloon catheter was stuck on the wire again. The physician removed the device as one unit and outside the patient's body, the non-bsc guide wire was able to be pulled from the balloon catheter and the non- bsc guide wire was not reused since kink was noted. No kinks were noted in either guide wires prior to the advancement of the balloon catheters. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. No issues were noted with the profile of the mustang device. The device was returned with a 0.035 inch guidewire inserted which could not be removed from the device. The devices were soaked in warm water for 30 minutes; however, the 0.035 inch guidewire was still unable to be removed from the device. The shaft of the mustang device was dissected and the guidewire was removed. It was noted that the distal end of the guidewire was kinked and stretched at several locations and some of the outer coating was unravelling. It is possible that this damage to the guidewire was causing the restriction. During product analysis it was possible to insert an undamaged 0.035 inch guidewire through the device without any resistance. No other issues were identified. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID# 2134265-2014-05864. It was reported that catheter removal difficulty occurred. After a non-bsc guide wire crossed the lesion, a 10.0 x 20 x 135cm mustang balloon catheter was advanced for dilatation, however, the device was very difficult to advanced into the guide wire. The physician removed the device from the wire, rewrap the wire then re-introduced the device. The balloon was advanced near the lesion and would not go any further and also the device would not back off the wire either. Subsequently, the device was removed under negative and neutral pressure through the original sheath with the wire still through the lumen. A second attempt was made with a 035 non-bsc guide wire crossed the lesion and another 10.0 x 20 x 135cm mustang balloon catheter was advanced. However, the second balloon catheter was stuck on the wire again. The physician removed the device as one unit and outside the patient's body, the non-bsc guide wire was able to be pulled from the balloon catheter and the non- bsc guide wire was not reused since kink was noted. No kinks were noted in either guide wires prior to the advancement of the balloon catheters. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.